Event description:
Spoke to patient for monthly titration consult to ship treprostinil therapy. Patient reported tubing has not always screwed on properly to her cassette and she has had to throw tubing away in the past. She has reported this several times. Patient will be sent extra tubing, (has 3 tubings on hand). Emailed cnss supervisor to have nurse contact/visit to review technique/supplies. No adverse events resulting from product complaint. No further information known. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette / pump available for investigation? No; did we [MFR] replace the product? Yes; did the pt have add'l product they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; reported to (B)(6) by pt/caregiver.